Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the intuitive surgical, inc. (Isi) representative reported 5 recoverable faults on different arms. Error 32097 observed on arm1 and arm4. The customer was able to recover from the faults and proceeded with the case. The technical support engineer (tse) reviewed options of emergency power off (epo) or disable arm or swap out the patient side cart (psc). The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the case. Ports were placed on the patient when the issue was identified. The system functionality was checked upon powering on the system which powered on without errors. Da vinci system technical assistance team (dvstat) was not contacted for troubleshooting. The intuitive rep contacted dvstat, the customer recovered from the faults and performed a hard restart. The procedure was completed robotically. No arms were disabled due to the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noticed several 1126 errors along with the 32097 errors. The fse replaced universal surgical manipulator (usm) and spider fiber cable according to isi procedures to resolve the 32097 errors and majority of the 1126 errors. System has been tested and is verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm) on (B)(6) 2023. Fa was able to confirm/reproduce the reported complaint. The usm was tested on an in-house system which passed in normal mode. Unit tested on the psc fixture test platform (pftp) where the unit failed fiber test. Failure caused by clock spring fiber, parallelogram fiber, and rolling loop fiber due to low descending values. Golden clock spring fiber, parallelogram fiber, and rolling loop fiber was installed, and unit passed fiber retest. Replicated fail with original fiber components. Hirose fiber check confirmed all fibers has low descending values. As a fix the clock spring fiber assembly, parallelogram fiber assembly, and rolling loop fiber assembly will be replaced to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.